Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury and surgical intervention; however no details have been provided. This emdr represents the bard/davol composix mesh e/x (device #1). An additional emdr was submitted to represent the bard/davol composix mesh e/x (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on or about (B)(6) 2006, the patient underwent surgery for repair of an incisional ventral hernia and a composix e/x was implanted to repair the hernia defect. On or about (B)(6) 2006, the patient underwent a further surgery to remove the previously implanted mesh and an another composix e/x was implanted to repair the hernia issue. On or about (B)(6) 2018, the patient had an operation for abdominal wall debridement with removal of stitch granuloma due to issues resulting from the implanted composix e/x. On or about (B)(6) 2019, the patient had a further operation due to infected mesh with erosion through skin, where the mesh was removed. Through this operation it was found that the part of the bowel was incorporated into and in fact was fistulised to the mesh, creating the need for bowel resection. It is alleged that the patient has suffered and will continue to suffer physical pain, mental anguish, chronic pain, psychological stress and depression. The patient has undergone and will likely require in the further other forms of care and medical treatment. It is alleged that the patient had pain, disability, hospitalizations and additional surgeries. It is also alleged that the mesh was defective.